Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 08dec2020.

Event description:
The biomed called in to remote service engineer (rse) and stated the unit fails air flow testing during performance verification test (pvt) and requested part number for bright white top cover. The rse advised the biomed to replace the flow sensor assembly and provided part identification for flow sensor assembly and top cover and the biomed confirmed the corners of the top cover were cracked. The biomed replaced the top cover to resolve the reported issue of top cover cracked. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
H10: the service technician advised caller to replace the flow sensor assembly. Provided part ID for flow sensor assembly and top cover h11: method code to device not returned and communication/interviews.